Event description:
Per boston scientific "see related call. Also asked if a perforation could cause noise on both hv and rate sense. Was easily able to recreate noise with isometrics". There is no other information that was made available. We have no information about the related call. "Agree with previous call, suspect hv leads are reversed. Doubt that a perforation would cause noise on both". Implant, explant and event dates were not made available.